Event description:
Revision surgery - the total hip implant failed; requiring this revision of a total hip.

Manufacturer narrative:
The reason complaint was the patient had a hip system that failed as stated by the patient and was explanted after 7.8 years. There was no information submitted with the complaint that would indicate a material, design, or manufacturing issue(s) with the explanted part(s). The complaint reports no issues of any other patient injuries, activities, accidents or manufacturing contraindications that may have been contributory to this surgery. No reported pre-existing patient health conditions. The complaint does not report any surgical delays during the revision surgery. This complaint evaluation is limited in scope since the part (s) associated with this investigation was not returned to djo surgical for evaluation. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All critical dimensions and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed to be non-product related. The root cause for the failure was not reported. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. Other conditions, root cause, relating to this event could not be determined with confidence. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.